Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged bolus button and single component failure on the printed circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box and alarm history review reveal several cs087 alarms on the reported event period. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump alarmed with a ¿cs069¿ upon the first ¿rewind¿ attempt. A flash chip corruption was recorded in the black box. The pump¿s cover was removed and the flash chip was replaced. The pump was able to power up, to prime, and to exercise with no further alarms. The bolus button cover is torn but it is responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.